Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320:658:0000 was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA.

Event description:
It was reported to baxter (B)(4) that a colleague triple channel infusion pump experienced a 570:320:658:0000 failure code on channel c. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92.